Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the arteriotomy locator, guidewire, hemostasis sheath, and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The device sheath arrived cut in multiple pieces, with the tamper tube and collagen removed. The anchor is visible in the cut portion of the distal tip of the sheath. The complaint can be confirmed for a nondeployment device pullout. The device was returned cut along the sheath, and the collagen, tamper tube and anchor were able to be recovered. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the 6fr. Angio-seal device was used in accordance with the usual procedure. The device was inserted into the insertion sheath and the two parts were fitted together. However, when the device was withdrawn, the anchor was not placed and the device was removed from the insertion sheath, so-called shuttling occurred. The method of hemostasis had to be changed suddenly to manual compression. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6.0 mm. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.